Event description:
It was reported that the atrial and right ventricular lead exhibited high capture thresholds due to dislodgement. The leads were explanted and replaced and the patient was discharged after the procedure.